Event description:
Related to MFR report #s 2183959-2012-00026 and 00024. On (B)(6) 2008, an apogee system with intepro lite was implanted to treat vaginal vault prolapse. It was reported that as a result of the pelvic mesh product, "she" began experiencing recurrent pelvic, pain, erosions, and recurrent infection of the tissue around the mesh. In (B)(6) 2009, she underwent surgery to, "fix the mesh, as well as revisionary surgery, and vaginal reconstruction to correct the injuries caused by the mesh." "As a result of the injuries," she has, "suffered and continues to suffer from chronic physical pain and severe emotional injuries."

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a follow-up report will be sent.